Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Transient ischemic attack (tia) and stroke may occur during this type of procedure and as listed in the instructions for use, tia and stroke are known potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available information, a definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported via a study that one day post successful stent implantation in the right internal carotid artery the patient experienced a transient ischemic attack with left arm drift, limb ataxia, and mild to moderate slurring of words. The event resolved without treatment on (B)(6) 2010, within 24 hours, and the patient was discharged to home. Plavix and aspirin were continued. There was no adverse patient sequela. At 32 days post procedure the patient was hospitalized for stroke workup after experiencing left sided weakness. Mris showed no evidence of new stroke. Carotid ultrasound showed a patent stent. The neurologic deficit resolved within 24 hours without treatment and the patient was discharged to home with diagnosis of tia versus possible reactivation of old stroke. Subsequently, abbott vascular medical monitors adjudicated the first event that occurred one day post procedure as an ischemic ipsilateral minor stroke because of positive MRI infarcts in the absence of documented duration of symptoms. The second experience that occurred 32 days post procedure was adjudicated by abbott medical monitors as exacerbation of old stroke symptoms. No additional information was provided.